Manufacturer narrative:
The minilink transmitter was received with the case broken into two pieces also, dog chew marks on the case and electronics.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the transmitter. Customer stated that the transmitter was chewed up by the dog. Customer's blood glucose reading was 41 mg/dl. Product is being returned and replaced.